Manufacturer narrative:
(B)(4). Per photographic evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the package can be observed partially open. It appears like the tyvek had delaminated and a piece was adhered to the seal. However, no conclusion could be reached as to the cause of the reported event as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that the packet was not able to open because the side was over sticked.

Manufacturer narrative:
(B)(4). Date sent: 05/21/2018. Batch # r9258z. The analysis results found that a mcm30 device was returned outside its original package. Only a part of the tyvek was returned for analysis. Upon visual inspection, it was noted that the tyvek was delaminated. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.